Event description:
New information received stated the lead was explanted and replaced on (B)(6) 2019 patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final further information was requested but not received.

Event description:
It was reported that the right ventricular lead was exhibiting high out of range pacing lead impedance. Lead was explanted and replaced.